Event description:
Device 1 of 3. Reference MFR report # 3006705815-2018-03265. Reference MFR report # 1627487-2018-12834. It was reported that patient's ipg was unable to go into MRI mode. It was revealed that there were multiple contacts with low impedance and one contact with high impedance. In turn, surgical intervention was undertaken wherein the entire system was explanted.